Event description:
The lead was returned to the manufacturer after being explanted with no reason provided. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation was ruptured in-vivo. It was noted that the outer insulation of the lead was distorted due to kinking/buckling. (B)(4).